Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 115 mg/dl. Further information regarding the patient and event was not provided.

Manufacturer narrative:
On 11-24-2021, the distributor reported, the following additional information. A pump system check was performed, and the pump charged successfully. The pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803.